Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis identified leaks in both cylinders attributed to input tube wear with avulsion. These leaks would directly affect the overall functionality of the device and result in an inflation issue. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure surgery due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The device was removed due to it stopped inflating, the patient was unable to inflate the prosthesis. The specific device malfunction is unknown. The device was implanted in 2005. The patient had a good outcome.